Manufacturer narrative:
(B)(4). Two used lf5544 ligasure devices were received. The customer indicated that one had the reported issue, and the other was used without issue to complete the procedure. Because it could not be determined which sample was the device with the issue, both were evaluated. Visual examination of both devices found no issues that would contribute to the reported complaint. Both devices would open and close normally when the handle was used. Only one device could be tested for sealing, because the plug of the second device had been cut off. The device was activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the functions that could be tested for both devices to be normal and within specifications. A review of the device history records for this lot found no potentially contributing factors to the reported issue.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws were difficult to open and did not adequately seal tissue. 100 ml of blood loss occurred and compression and endo loop were used to complete hemostasis. No prior successful seals had been completed with the device. A second device was used to complete the procedure, and the patient is in stable condition.